Manufacturer narrative:
(B)(4): it was reported that post implantation patient experienced pain, infection, dyspareunia and urinary /bowel problems.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation concurrently bilateral salpingo-oophorectomy and lysis of adhesions of the sigmoid colon and left fallopian tube.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and uterovaginal prolapse and mesh was implanted along with the concurrent procedures of total abdominal hysterectomy, bilateral salpingo oophorectomy, lysis of adhesions, transvaginal taping and modified mccall culdoplasty.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and recurrent urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, urinary retention and vaginitis.